Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: two devices were received for evaluation. A visual inspection was done and observed that the two (2) jaw assemblies were returned with 1 ring intact in the left jaw while the ring from the right jaw was missing from both assemblies. One of the rings from the jaw assemblies returned for investigation showed signs of use (dried blood, tissue) while the ring on the other assemblies showed no signs of use. Both jaw assemblies are missing a ring in the right jaw. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) coupler rings came out of the wing jaw assembly. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.